Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2022, it was noticed that a gns ii cmt tib size 3 right was implanted by error. This adverse event was addressed by revision surgery on (B)(6) 2022, in which the gns ii cmt tib size 3 right was explanted and changed for a journey ii. Current health status of patient is unknown.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the root cause of the reported event was oversight/human error, as it was reported that there was ¿no issue with packaging¿. Of note, it was communicated that the gen ii component was on the jrny ii side-specific cart ¿even though we only have jrny implants at that facility¿. The patient impact beyond the inadvertent gen ii implantation with the jrny ii system and subsequent revision/tibial baseplate exchange could not be determined as the current patient status is unknown. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use for this device reveals that the specific condition reported under this event is not related to the device. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used or user/procedural variance. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.